Event description:
Event was reported to (B)(4) by an attorney. The patient has suffered pain, infection, leg spasms, painful bowel movements, difficulty with sex, and vaginal spasms. No further information has been provided.